Event description:
Reportedly, the device was explanted at implant due to unknown reasons. The replacement device is unknown. No further details were provided. Information was learned through (B)(4) implant patient registry. The device will not be returned, as it was discarded by the hospital.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. Customer letter not requested. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No additional patient or surgeon information is available. Device not returned.